Event description:
The physician observed ventricular oversensing during scheduled follow-up visit (reportedly, the first noise event occurred on (B)(6) 2013). Next follow-up is scheduled within 3 months. The defibrillation lead implanted with the subject ICD is a sorin isoline 2ct-6, sn: (B)(4) (under advisory). Preliminary analysis of the files that a lead issue is most probably at the origin of the observed noise sensing.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.